Event description:
It was reported that during an anterior rectum resection procedure, the lower staple line had malformed staples. The procedure was completed by hand-suturing and the creation of a stoma. Patient is doing okay.